Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received questionable glucose results for 5 patients tested with multiple accuchek inform ii meters. Results from the following accuchek inform ii meter serial numbers were questioned: (B)(4). The following glucose measurements were performed for patient 1 with meter serial number (B)(4): at 17:23 on (B)(6) 2022, glucose = 23 mg/dl. At 17:26 on (B)(6) 2022, glucose = 12 mg/dl. At 17:28 on (B)(6) 2022, glucose = 262 mg/dl. The following glucose measurements were performed for patient 2 with meter serial number (B)(4): at 21:30 on (B)(6) 2022, glucose = 16 mg/dl. At 21:31 on (B)(6) 2022, glucose = 42 mg/dl. At 21:38 on (B)(6) 2022, glucose = 119 mg/dl. (This measurement was performed by a second operator) . The following glucose measurements were performed for patient 3 with meter serial numbers (B)(4): at 17:00 on (B)(6) 2022 with meter (B)(4), glucose = 12 mg/dl at 17:04 on (B)(6) 2022 with meter (B)(4), glucose = 12 mg/dl at 17:07 on (B)(6) 2022 with meter (B)(4), glucose = 171 mg/dl the following glucose measurements were performed for patient 4 with meter serial numbers (B)(4): at 20:16 on (B)(6) 2022 with meter (B)(4), glucose = 31 mg/dl. At 20:19 on (B)(6) 2022 with meter (B)(4), glucose = "lo" (< 10 mg/dl). At 20:47 on (B)(6) 2022 with meter (B)(4), glucose = 168 mg/dl. (This measurement was performed by a second operator). At 00:54 on (B)(6) 2022 with meter (B)(4), glucose = 33 mg/dl (this measurement was performed by a second operator) at 00:56 on (B)(6) 2022 with meter (B)(4), glucose = 13 mg/dl (this measurement was performed by a second operator) the following glucose measurements were performed for patient 5 with meter serial number (B)(4): at 6:40 a.m. On (B)(6) 2022, glucose = 15 mg/dl. At 6:42 a.m. On (B)(6) 2022, glucose = 18 mg/dl. At 6:51 a.m. On (B)(6) 2022, glucose = 112 mg/dl. (This measurement was performed by a second operator).